Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es emergency department registered nurse unable to login to pyxis for some time. Nurse needed to open pyxis for medication on critical patient being transferred. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that emergency department registered nurse unable to login to pyxis for some time. Registered nurse attempted to open pyxis for meds on critical patient being transferred, pyxis would not work. Spinning wheel only, did not reset. A technical support specialist dialed into the server and station and found station was not rebooted for 19 days and found station was trying to reach the server and updated customer with finding and resolved the issue. The system functioned as intended after being assessed by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.